Event description:
Procedure: sub total gastrectomy. According to the reporter, in the middle of firing, when the cartridge was 75mm from the root, the lever would not move. The device could be released, yet add'l resection was done. The staff used another device. There was no pt injury reported, and nothing fell into the pt cavity. The procedure was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B) (4). (B) (4).